Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, unable to issue the medication and could not find the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication and cannot find patient. A technical support specialist (tss) informed dl-support requesting activation of patient. The system functioned as intended after the technical support specialist investigated the issue.